Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The micro bipolar forceps mcl340 wl 210mm (mcl340) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the investigation shows no malfunction of the forceps; the electrical test is compliant. The forceps do not generate any current; the current used during an intervention comes from a generator. There is no problem with this instrument. Root cause analysis: the reported complaint was not confirmed. According to the customer, the forceps heat up too quickly and carbonize. The investigation shows no malfunction of the forceps; the electrical test is compliant. The fact that the clamp heated up too quickly and carbonization occurred is undoubtedly due to the generator's intensity being too high.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the micro bipolar forceps mcl340 wl 210mm (mcl340), heats up too quickly and carbonizes. It is unknown whether there was patient involvement; however, no injury, death or surgical delay was reported.